Event description:
The customer reported of getting erroneous erratic patient results for ion selective electrode (ise) which includes sodium (na), potassium (k), and chloride (cl) with low anion gaps on their au480 clinical chemistry analyzer (pn b96693, sn (B)(6). The erroneous patient results were not reported out of laboratory. There were no injuries, deaths, or delays/changes in treatment associated with this event. The customer repeated patient samples on another analyzer and obtained results considered correct by the customer. The customer did not provide patient data and/or patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) inspected the instrument and confirmed that customer had drain overflow and y-fitting in drain line was plugged up. Issue was resolved by cleaning y-fitting and replacement of reference electrode. The instrument was functional. The customer was satisfied. No further action is required. Section a2, a3 and a5: information not provided by the customer. The beckman coulter internal identifier is case (B)(4).